Manufacturer narrative:
(B)(4). No unexpected failed battery test alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and self test. Hardware low level failure was present in the pump trace download due to broken trace at electrical assembly on keypad assembly. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump received a pump error and battery failed alert after self-test. The customer was able to clear the alarm and was able to complete the rewind. The self-test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.